Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a cgm offline message on the ilet after changing the dexcom g6 transmitter and sensor, while the g6 app on the phone was displaying glucose readings, and it was determined that the transmitter serial number on the ilet had not been updated. Symptoms included no alerts or alarms from the ilet related to glucose data. Outcomes included resolution steps through troubleshooting and education, including updating the transmitter serial number and sensor code and advising on expected pairing time. Investigation included technical support review, device-use troubleshooting, and confirmation of pairing information against the user¿s g6 app. Investigation of this case revealed an incorrect or outdated pairing configuration on the ilet that prevented cgm data from populating, consistent with a communication or configuration issue rather than a hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user setup error related to incorrect or incomplete pairing information.